Manufacturer narrative:
The device is included in the battery performance alert advisory issued by abbott on 28 august 2017.

Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and awaiting explant. No interventions were made or reported. The patient was in stable condition.

Event description:
Additional information received notes that the implantable cardioverter defibrillator (ICD) was explanted. The patient condition was stable before, during, and after the procedure.